Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had weak battery alarm and failed battery test alarm. The customer also stated that the insulin pump got battery out limit. Troubleshooting was performed. The customer stated that the insulin pump did receive a low battery alert prior to the off no power alert. The product will return for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. However, unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error alarm, displacement test or verify off no power, low batt, weak battery and battery out limit alarm due to failed battery test alarm.